Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and /or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.

Event description:
Two 6f angio-seal sts plus devices were deployed in a patient in her fifties for bilateral common iliac arteries via ipsilateral puncture on (B)(6) 2016. A pre-deployment angiogram had revealed no calcification, stenosis, or tortuosity. The patient was discharged on (B)(6) 2016. On (B)(6) 2016, the patient was cleaning and re-bleeding was observed at the puncture site on the left side. There were no reported issues with the puncture site on the right side. The patient was readmitted to the hospital the next day. Bleeding was still observed and a hematoma had formed around the left puncture site. A CT, MRI, and ultrasound were performed, and protamine was administered. Manual compression was applied to achieve hemostasis. The patient was discharged on (B)(6) 2016 and the patient showed good progress during a follow-up evaluation. The physician reported that the collagen sponge may have shifted due to overload on the punctured area while cleaning.